Event description:
Performance data collected from the device was analyzed and tested out of specifications for oversensing. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted. There were two ventricular non-sustained tachycardia episodes less than or equal to 190 ms on (B)(6) 2009 and (B)(6) 2011.